Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. The philips biomed tested the device and reproduced the issue. The biomed swapped out all the parts and confirmed that the cord to the unit was failing. The biomed replaced the connector piece. Testing revealed that the device measured nibp properly. The device was operational after repairs were completed.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that the unit takes a little extra time to pump up and the measurements were inaccurate. The device was in clinical use on a patient at the time of the event. No adverse event was reported.